Event description:
A (B)(6) was admitted on (B)(6) 2012, for elective repeat c/section. When ob md was suturing the fascia layer she encountered difficulty in piercing the fascia after several sutures were placed. She noticed that the tip of the suture needle was blunted. Upon inspection of the fascia she retrieved the tip of the suture needle (0.1 cm) and removed both the tip and the suture needle from the surgical field.